Event description:
Customer reported to allegiance healthcare corporation that nurses on five occasions, have found needles of the 1cc monoject syringe protruding through the caps. Prior to the start of a procedure a clean needle stick resulted due to the needle protruding through the cap.